Manufacturer narrative:
The reported guide wire was received for analysis. It was observed that the guide wire was fractured and there was surface wear visible near the fracture end. The fractured portion of the guide wire was not returned. Scanning electron microscopy of the fractured end of the guide wire revealed excessive torsional damage stress. Smeared radiopaque particles were identified on the fractured face of the guide wire. The damage is consistent with contact between the oad driveshaft and guide wire spring tip while the oad was spinning. The root cause of the fractured guide wire spring tip is hypothesized to be user error as this analysis is consistent with the oad driveshaft having spun into the guide wire spring tip and causing the fracture. At the conclusion of device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used with a viperwire guide wire during a coronary procedure, and the viperwire fractured. The target, type c lesion was located in the right coronary artery (rca), and the lesion was completely occluded. One treatment pass was performed, and the guide wire was noted to be fractured. It was noted that there was a high possibility that the oad had come into contact with the viperwire spring tip. Attempts were made to remove the viperwire fragment, but it was unable to be retrieved. The viperwire fragment remained in the patient in a micro-channel of the lesion. There were no additional patient complications reported.